Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000089-2007-01055, 6000093-2007-01492, 6000089-2007-01056. It was reported that post a coronary drug eluting stenting treatment procedure, patient death occurred. The 99% stenosed lesion being treated was located in the moderately non-calcified, tortuous proximal right coronary artery (rca). One day prior to the stent placement, the patient was transferred to the hospital due to a myocardial infarction. The patient refused the treatment procedure. The following day, chest pain persisted and the patient requested the procedure be performed. An intra-aortic balloon pump (iabp) was inserted and (2) 2.50x24 mm taxus express2 drug eluting stents, a 2.75x28 mm taxus drug eluting stent, and a 3.00x16 mm taxus express2 drug eluting stent were placed. Two days post the initial procedure, the patient expired. According to the physician, "the cause of death was delay of the procedure, because the patient refused treatment. The ami could not be treated promptly." The physician does not think that the event was caused by the taxus stents.